Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) 15at423, (15 deg taper 4.5p 2mm-3mm) for evaluation. Visual evaluation and a functional test was performed, signs of use was identified. The abutment had signs of use. The screw threaded into in-house implant as intended. Unable to confirm loosening with all the available information. Device history record (DHR) review was completed for the subject lot number 2020111244. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020111244 for similar events and 2 other relevant complaint(s) were identified. Review completed utilizing keywords: dental: functional: loosening. The customer did submit images for the reported event. The image was of a driver, screw and an abutment with a fractured hex. There was an xray of an implant with an abutment attached. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction did not occur. The screw threaded into an in-house implant as intended. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The abutments loosening several times 3 months after placement. This event is intended to capture the third loosening event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products tacw2, abut tapered one-piece sc r-v 4.5mm 2mm lot 2021070143 .